Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that during the initial drain in treatment, a red hue was noted in the solution lines. The red hue was not noted in the previous treatment. Upon follow up with the nurse, it was confirmed that bleeding was reported. The nurse also stated the blood diminished with the next treatment, and there has been no report of it since. The patient is currently completing successfully. No medical intervention was administered. The source of the blood was not determined.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that during the initial drain in treatment, a red hue was noted in the solution lines. The red hue was not noted in the previous treatment. Upon follow up with the nurse, it was confirmed that bleeding was reported. The nurse also stated the blood diminished with the next treatment, and there has been no report of it since. The patient is currently completing successfully. No medical intervention was administered. The source of the blood was not determined.